Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a non-healing foot ulcer post femoral popliteal bypass surgery. A vegetation was noted on the right ventricular lead using transesophageal echocardiogram ¿ tee. The lead was explanted. The physician stated that there were no signs of infection in the device pocket. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.